Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed a screen that indicated that the bolus delivery had been suspended. Reportedly, the customer did not intend to deliver a bolus. Tandem technical support reviewed the bolus history which showed that there had not been any boluses delivered. Although requested by tandem technical support, the customer declined to upload the pump data logs for review of the reported event. The customer's blood glucose level was 125 mg/dl.